Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. It was reported that all the keypad buttons were under-responsive. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 09/29/2015. Device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2015 with the following findings: during a visual inspection of the keypad, no physical damage was noted. All of the buttons on the keypad were responsive. The keypad cover was removed and all of the button contacts were free of contamination. Unrelated to the original complaint, a crack was noted on the display and pump case. A leak test confirmed that the pump was leaking from the cracked pump case. The pump case was opened and evidence of moisture was present inside.